Event description:
Suspected loss of capture and a slightly noisy appearance on the atrial channel of a periodic iegm transmitted on (B)(6) 2022 was reported. Lead to be evaluated further and remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened, should additional data become available.